Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opened when locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip partially opened, while locked. It was report that during a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) with a pre-procedure mean pressure gradient of 2mmhg, the mitraclip delivery system was advanced to the mitral valve. Grasping was performed successfully, and mr was reduced to 1-2; however, during deployment, after lock line removal, the clip opened approximately 20 degrees and mr increased to 2. Due to the disruption of the initial result of the first clip, a second clip was attempted, but the mean pressure gradient increased to 7mmhg, so the clip was not implanted and removed without issue. The mean pressure gradient returned to 3mmhg. No additional information was provided.